Event description:
Reportedly, a 27mm mitral valve was explanted 25 days after implant due to severe mitral regurgitation. Customer reported central jet, severe regurgitation. Patient admitted with severe mr and ar. Replaced with perimount on (B)(6) 2012; post op, patient had severe mr and re-do has been done with perimount mitral 27mm (perimount 27 explanted). Surgeon indicated "implant difficulties."

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: pictures provided by the hospital strongly suggest suture loop as the cause of the central regurgitation. Device is being returned but has not yet been received. The device history record (DHR) review is in process. Echocardiography review was provided but is handwritten and is illegible. No additional information has been provided regarding patient status.

Manufacturer narrative:
Evaluation summary: as received, leaflets 2 and 3 exhibited characteristic markings which indicate sutures were looped around commissure 3. Suture track and permanent indentations were present on the free margins of leaflets 2 and 3 at commissure 3. These indentations were most likely left by sutures that were tied tightly down and against commissure 3, thus leading to a gap at the coaptation region. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. No additional information is being provided by the customer. Sales rep visited the customer to pick up the device. During his visit he had a discussion with the surgeon but was unable to get additional information. He did discuss the proper deployment of the device. Corrected data: event date. If implanted, give date were incorrectly reported. Actual dates are (B)(6) 2012.

Manufacturer narrative:
Corrected data: expiration date, approximate age of device, and device manufacture date values were not previously reported. Information was finalized on (B)(4) 2012.